Event description:
The patient reported their blood glucose level rose over 396 mg/dl (22mmol/l) while wearing the pod between 49 and 71 hours. The pod¿s cannula was reportedly sticking out of the pod; this indicates a cannula dislodge. Additionally, the patient mentioned the pod was leaking. As treatment, a new pod was successfully applied. The faulty pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 3.1.5-p001.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: dexcom g7.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.